Event description:
Reported manufacturer report number: 2017865-2021-32992. It was reported that the patient experienced a fever and presented at the hospital. Purulent drainage and pus were noted at the incision site. The bacteremia infection was identified via cultures. The implantable cardioverter defibrillator system was explanted. The patient was in stable condition and discharged.